Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test alarm. The customer blood glucose level was about 155 mg/dl. Alarm did not occurred during the rewind. The insulin pump passed the self test. The customer will not return insulin pump for analysis.